Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to recessed usb pins. Additionally, a different issue was identified.

Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (592 mg/dl) and diabetic ketoacidosis. The cause for the reported elevated bg levels is unknown. The customer was treated through an insulin drip, and released from the hospital four days later. Reportedly, the treatment received while in the hospital resolved the reported issue, and there was no permanent damage to the customer. Customer also reported that during a load fill tubing sequence, there was no insulin exiting the infusion tubing. The customer disconnected and reconnected the luer lock and insulin was seen exiting the tubing. Customer could not recall blood glucose level or exact date that this occurred.